Event description:
Caller reported a patient had symptoms of hypoglycemia with an inform system result of 190 mg/dl at 3:26pm. The patient was incoherent and combative. Based upon the inform result, the decision was made to not treat the patient. A lab sample taken at 4:00pm was reported as 24 mg/dl. They were able to successfully treat the patient for hypoglycemia. Patient was given ativan to calm him because he was combative. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.